Event description:
I received a call from one of our reps this am that had 2 product complaints on the aspen blades breaking off in the pt in the last 24 hours. One was 10 blade on a 3 handle and the other was a 15 blade.